Event description:
It was reported that the device had all three (attention, charge pak and wrench) icons illuminated and it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a cracked capacitor, designator c177 from the analog pcb assembly. The cracked capacitor was electrically leaky, which depleted the internal hlc batteries.